Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The device failed the homechoice rite (return instrument test / evaluation) electrical ground bond test. The product analysis lab evaluated the device. Resistance measurement from power entry module to the device ground connections was within ground bond specification. The crt (cycler remote toolbox) software was used to diagnose the device's pneumatic system. Leaks were detected at rdisp & ldisp chambers. An inspection of the door assembly revealed the piston was cracked. The cause for rite test failure - ground bond was undetermined. A service history review revealed no previous service events were related to the failure. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: ground bond failed performance specification. No allegations were made against any of the patient's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.